Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that during use the automated impella controller went into flight mode. It was not connected and sometimes the curves were gone. There was no patient harm.

Manufacturer narrative:
D9: additional information, the device was returned. H6: type of investigation: added codes. This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed, the data logs were reviewed and verified the reported placement signal issue. After replacing microsd card with a known-good one, the device worked to specification. Intermittent losses of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. The root cause is related to the software. All pertinent information available to abiomed has been submitted at this time. B5: this complaint is not reportable for the flight mode issue, this issue is reportable for the placement signal issue. D6a and d7b: these dates are incorrect and have been omitted. The controller was not implanted. H6: medical device problem code was corrected to device sensing issue (2917). H6: investigation findings and conclusions: recoded for the results of the placement signal investigation. H10: corrected to provide information regarding the investigation of the placement signal issue.